Event description:
It was reported that the balloon of an intermate burst and detached during filling with 0.9% nacl. There was no patient involvement. Additional information was not available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause of the reported condition was unable to be determined. Should additional relevant information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection of the sample noted a ruptured bladder in a non-footing position. The bladder was microscopically examined. Marking and abrasion on the interior and exterior surface of the bladder were observed near the rupture line. If additional relevant information is obtained, a supplemental report will be submitted.